Event description:
Consumer reports toothbrush head broke off during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.